Manufacturer narrative:
Current information is insufficient to permit a conclusion as to the cause of the event. Review of device history records show that lot released with no recorded anomaly or associated deviation. There are warnings in the package insert that state that this type of event can occur: under possible adverse effects, number 14 states, ¿intraoperative or postoperative bone fracture and/or postoperative pain.¿

Manufacturer narrative:
The follow-up report is being filed to relay additional information that was unknown at the time of the initial medwatch. This report is number 1 of 2 mdrs filed for the same event (reference 1825034-2014-05082 & 1825034-2015-01877).

Event description:
Legal counsel for patient reported patient underwent left total hip arthroplasty on (B)(6) 2005. Legal counsel for patient reported patient allegations of pain. Review of the invoice history indicates the patient was revised on (B)(6) 2014. The cup and modular head were removed and replaced. This report is based on allegations set forth in plaintiff's complaint and the allegations contained therein are unverified. Additional information received in operative report noted patient was revised on (B)(6) 2014 due to pain and acetabular radiolucency. Operative report further noted scar tissue, mild effusion, leg length discrepancy and a loose acetabular cup. The acetabular cup, modular head and taper adapter were removed and a modular head, acetabular cup and liner were implanted.

Event description:
Legal counsel for patient reported patient underwent left total hip arthroplasty on (B)(6) 2005. Legal counsel for patient reported patient allegations of pain. There has been no reported revision procedure to date. This report is based on allegations set forth in plaintiff's complaint and the allegations contained therein are unverified.

Manufacturer narrative:
This follow-up report is being filed to relay additional information, which was unknown at the time of the initial medwatch.

Event description:
Legal counsel for patient reported patient underwent left total hip arthroplasty on (B)(6) 2005. Legal counsel for patient reported patient allegations of pain. Review of the invoice history indicates the patient was revised on (B)(6) 2014. The cup and modular head were removed and replaced. This report is based on allegations set forth in plaintiff's complaint and the allegations contained therein are unverified.